Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. Reference internal complaint cc# (B)(4).

Event description:
It was reported that a physician performed an uneventful novasure endometrial ablation on (B)(6) 2015 and the patient was discharged home. "The patient was seen in the emergency department approximately 2 days post-ablation with fever to 103 degree ferenheit and an elevated white blood cells count of 13.5. A CT-scan was normal. She was admitted to the hospital and started on antibiotics - intravenous gentamycin and clindaymycin - for endometritis. Despite 12 hours of antibiotic therapy she had no improvement in her symptoms and became hypotensive and oliguric though she did not require pressor agents. She was admitted to the intensive care unit and her antibiotics were changed to vancomycin and zosyn. Her blood cultures grew out enterococcus faecalis. She stabilized and was discharged home 5 days later on oral zyvox".